Manufacturer narrative:
Analysis: the sample was discarded at the user facility; therefore, an evaluation was unable to be performed. A lot history review revealed this is the only complaint associated with this lot. A device history record (DHR) review was performed and noted the device was manufactured to specification prior to being released for distribution. There was nothing found to indicate there was a manufacturing related cause for this event. Conclusion: the actual sample was not returned for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. Reportedly, the hcp prepared the highly calcific target lesion with atherectomy followed by a scoring balloon for pre-dilatation. Allegedly, the hcp inflated the lutonix dcb to 12 atms for a minute and a half when reportedly it ruptured, a pinhole rupture. In the opinion of the hcp, he definitely believes the balloon ruptured due to the highly calcified lesion. However, the lack of the returned sample prevents both confirmation of the reported event and identification of a root cause(s), but based on the reported information it is possible the rupture is consistent with the hcp's method of vessel preparation and the calcified nature of the target lesion. If additional information becomes available, a supplement report will be submitted with all relevant information.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly ruptured while being inflated to 12 atmospheres (atms) in the highly calcified target lesion of the right distal superficial femoral artery (sfa) and proximal popliteal artery. The health care professional (hcp) used a retrograde approach through the right common femoral artery with a 6 french introducer sheath (brand unknown) over an 018 guidewire (brand unknown). Reportedly, the hcp prepared the calcified target lesion with atherectomy followed by a scoring balloon for pre-dilatation. The hcp removed the balloon protector without issues, but it is unknown if negative pressure was applied during advancement to the target lesion. Allegedly, the hcp inflated the lutonix dcb to 12 atms for a minute and a half when reportedly it ruptured, a pinhole rupture. In the opinion of the hcp, he definitely believes the balloon ruptured due to the highly calcified lesion. The lutonix dcb was discarded by user facility and is not available for evaluation. No adverse patient outcomes were reported.